Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was over 400 mg/dl. Troubleshooting was done. The customer expressed chronic urination as a symptom of his high blood glucose. The customer had treated himself with a manual injection. The customer ran a manual prime and stated that insulin did exit the tubing. Upon checking the alarm history of the insulin pump, the customer stated that he had received a no delivery alarm. After troubleshooting, advised customer that the insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated the cannula was not bent or occluded. Advised customer to monitor his blood glucose and call back if his blood glucose remained high. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.